Event description:
It was reported that during an open gastric bypass, the device was loaded with the new cartridge when the staple-retaining cap was removed. The nurse did not see the staples protruding and pushed down on the cartridge to make sure the cartridge was secure in the device and the staples stuck them. They were bleeding and did get tested for hepatitis b. The procedure was completed with a like device. There was no adverse consequence to the pt.